Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: opening on posterior and is labeled as right side device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to ""pain, lumps, asymmetry, capsulectomy, and rupture."

Event description:
Patient reported right side "pain, lumps, asymmetry" and "capsulectomy." Healthcare professional additionally reported a right side rupture. Device has been explanted.